Event description:
It was reported that at 178,278 joules while using the surgical fiber during a prostate procedure, an excessve fiberlife activity message(s) was received. Time expended: 25:30 minutes. The fiber was replaced and the procedure complete d using a second surgical fiber. Patient outcome: "ok" - there was no injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild charred detritus adhesion and melting at the output window area. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.